Event description:
It was reported that that the patient experienced arrhythmia and dizziness suspected to be due to either loss of pacing or oversensing resulting in pacing inhibition. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.